Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The investigation also identified: confirmed, cracks in the lid from physical stress. Abnormality during procedure was not reported. The suggested event is defect of the device. No adverse event occurred. No similar complaint was confirmed from the same user facility on the same defect, the same cause, and the same product. 1 complaint was confirmed from other user facility on the same defect, the same cause, and the same product. DHR review confirms the subject device was shipped in accordance with specifications. Per the IFU, abnormality is detectable by conducting inspection steps identified in chapter 3. Cause: possible causes are the lid being contacted with a scope when it was closed and/or something hard hit the lid. Design of the device or manufacturing cannot be confirmed as factors to cause of the event.

Manufacturer narrative:
Manufacture date for the device is not known. Supplemental report(s) will be filed as any additional information becomes available. This issue of the device was observed when the field service engineer (fse) was executing a preventive maintenance service. The fse replaced the cracked lid, leaking components, and damaged hoses. Fse confirmed device was operational. Equipment repaired and verified according to OEM instructions. Equipment passed the electrical safety test.

Event description:
As reported for this event, during performing a preventive maintenance, the field service engineer (fse) found that the 3-port valve was leaking, the channel block was cracked, and the lid had cracked at the gas filter mount. In addition, the screen mesh filter had small pieces of black rubber. There is no patient involvement.